Manufacturer narrative:
Mindray service representatives repaired the solder on patient connector board. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported an issue with the dpm 6/7 monitor's mpm module where no spo2 was displayed, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.